Event description:
The customer's family member called to report that the pump had an error alarms. Troubleshooting was performed. The customer stated that they would call to the dr for basal info and "sct" after receiving the replacement pump. During the call, the family member stated pt was hospitalized for low bgs. The dr believed that it was due to pt's monitor being off by sixty points leading to a possible over bolus the previous evening. The dr has been working with the customer to adjust the basal rates for overnight as well.